Event description:
A malfunction on a pump was reported by a caller, with no significant events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump, assisted in the process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappeared, which the caller acknowledged and understood.